Manufacturer narrative:
Correction: b5: initial description of event should reflect correction of right ventricular lead instead of right atrial lead. Additional information: new information description should reflect revision of right ventricular lead.

Event description:
It was reported that a patient presented in-clinic with no defibrillation output and low defibrillation impedance noted on the patient's right ventricular lead. This resulted in an arrhythmia which was then terminated appropriately by the device. Corrective programming changes were made. The patient was stable throughout. New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2023. No further adverse patient consequences were reported.

Event description:
It was reported that a patient presented in-clinic with no defibrillation output and low defibrillation impedance noted on the patient's right atrial lead. This resulted in an arrhythmia which was then terminated appropriately by the device. Corrective programming changes were made. The patient was stable throughout.